Event description:
It was reported that the patient expired. The report did not suggest or question a malfunction. The cause of death and relationship to the device was not reported. The type of medication, concentration, and daily dose being administered via the pump were not reported.

Manufacturer narrative:
(B) (4).